Event description:
The salute fixation device was used for a ventral hernia case. Its intended use is for fixation of prosthetic material. The surgeon reported that he had deployed approximately 20+ constructs that were properly formed and functioned as intended. He was applying counter pressure to the patients abdomen to assure sufficient construct penetration, and the next construct was fired straight. The wire exited the patient's abdomen and stuck the physician in the finger, through two pairs of gloves. There was no injury to the patient. The physician continued to deploy constructs, post the incident, without changing the disposable cartridge and the subsequent constructs were all properly formed. The physician indicated that he used two disposables, and onux infers that the incident occurred on the second disposable because he reported to have deployed at least 10 more constructs. There are only the potential for about 25 constructs in a disposable cartridge. The physician indicated that during his cases he continues to deploy constructs until there is no more wire left.